Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after initial implant the left ventricular (lv) lead experienced high impedances and no capture. The lead was found to be loosened from the set screw. The implantable cardioverter defibrillator (ICD) set screw was loose. The lv lead was reinserted onto the header and the set screw was tightened. Both the ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.